Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after six weeks of being implanted, the pulse generators remaining longevity was 4.9 years with a battery current of 14 ua.